Manufacturer narrative:
The device was received by zoll medical corporation for evaluation. The customer's report was duplicated and attributed to high electrical resistance on the front panel membrane. The front panel membrane was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.